Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 2000 ohms and sensing issues on two non-boston scientific leads. The physician chose to explant this device and implant a single chamber device. No adverse patient effects were reported.